Manufacturer narrative:
(B)(4). After battery installation, the unit displayed an insert battery now message even when a new battery was placed into the battery compartment. The unit was unable to get beyond this screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence, corrosion, and mold around the battery connectors. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the repetitive insert battery now message. Insulin pump received with a crack on the battery tube..

Event description:
Customer reported via phone call that the insulin pump had replace battery alert now or power error detected. The customer¿s blood glucose was 170 mg/dl. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.